Event description:
It was reported that pump displayed altitude alarm while customer was going to bed and customer fell asleep before clearing alarm, later waking up to same altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Customer was able to resume insulin using original cartridge while on phone with technical support, insulin delivery was not suspended at time of call, and technical support provided tips to prevent future altitude alarms, which customer understood and acknowledged.